Manufacturer narrative:
It was claimed that device failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the pressure transducer printed circuit board (pcb) was checked and has been replaced to resolve the issue. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to its differential pressure transducer. The pressure transducer pcb is part of the pressure measuring in the system. The issue was decided to be reported based on available information as defective pressure transducer pcb may lead to high pressure. The defective part and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).